Event description:
The customer reported a speaker malfunction on the intellivue mp50 patient monitor. During the investigation it was confirmed that sound was still coming from the device. The device was in use monitoring a patient at the time of the reported event. There was no reported patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction on the intellivue mp50 patient monitor. No information was provided whether sound was still coming from the device. The device was in use on a patient. There was no report of patient or user harm.